Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with 15 infusion sets cannula being kinked on (B)(6) 2024. The symptoms were noticed within 3 hours of insertion for 3 sets and 3 or more hours of insertion for 12 sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).